Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit fiber optic failure trouble. The patient expired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6, h10, a getinge field service engineer was dispatched to investigate the issue. In order to solve the issue, the fse replaced the fiber optic sensor extensions cbl. The unit was then cleared for clinical use.